Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and an obturator sling and avaulta mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion, the patient experienced vaginal pain and bleeding, painful intercourse and mesh erosion, emotional distress, and pain. It was reported that the patient had prolpase repair and the avaulta anterior biosynthetic support system implanted on (B)(6) 2006 it was also reported that the patient experienced erosion and underwent excision of eroded vaginal mesh on (B)(6) 2007. On (B)(6) 2010, the patient underwent cystourethroscopy and vaginoscopy; on (B)(6) 2010, the patient underwent excision of eroded mesh. (B)(4).